Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump is now working. Blood glucose level at the time of incident is above 500 mg/dl and treated with manual injection insulin pen. Customer reports changing sets and checking for bent cannulas. Troubleshooting did not occur and problem is unresolved. Product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump passed the dat test at 0.08710 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.